Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee ceiling system. The user reported that the patient may have fractured their elbow and/or hip as the patient slid off the table. No other information regarding the incident or extent of injury is known at this time. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The detailed investigation showed that the reported issue was not caused by a system error. Furthermore, the possible injury mentioned in the initial report could not be confirmed by further inquiries with the customer. It was determined that the patient was not adequately secured as described in the instructions for use. This ultimately led to the patient slipping off the tabletop. The issue was caused by a user error. No part has been exchanged and no adjustment had to be performed by the local service organization. The system works as specified.